Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the target lesion. On the first inflation the balloon ruptured after being inflated to 18 atms for 15 seconds. The procedure was completed with another of same device. No complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. There was a kink 62cm from the hub. Magnified inspection revealed a pinhole in the balloon wall 5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the target lesion. On the first inflation the balloon ruptured after being inflated to 18 atms for 15 seconds. The procedure was completed with another of same device. No complications were reported and the patient¿s status was good.